Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues were found connected to the raw material which can explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On january 06, 2025, palette life sciences received a notification from the mhra, reported by a physician in the UK. It was reported that "the device glass syringe shattered at the plunger end and cut the consultant's finger". Additional information could not be gathered since no contact details were available from the mhra report, therefore, additional follow-up could not be performed.